Manufacturer narrative:
This supplemental report is being submitted to provide the device evaluation results, correct the lot number. The scope was returned to olympus for evaluation. The evaluation confirmed the complaint. The device was returned with part of the probe broken off and missing.

Manufacturer narrative:
The device was not returned to olympus for evaluation. Based on similar reports, a potential cause for probe breakage is operator¿s technique. The device instruction manual contains several warning statements to prevent damage to the probe: ¿do not activate output while grasping hard tissue such as bone or highly calcified tissue, or hard objects.¿ ¿do not activate output while applying the probe tip to the tissue with a strong force, grasping a thick tissue, or twisting the handle.¿ ¿do not activate output in seal & cut mode while the grasping section is closed without contacting tissue or vessel, or ensuring that tissue is transected.¿ as a preventive measure in the event of device malfunction, the instruction manual also recommends that a spare device be available during the procedure.

Event description:
Olympus was informed that at the beginning of a hysterectomy, the probe broke off while grasping tissue, and fell into the patient. The broken off piece was retrieved with a manual grasper. There was no report of patient injury. The procedure was completed using another similar device.